Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the carelink monitor is set up all the indicator lights blink. A new power cord was sent but there was no change with the monitor. The monitor will be replaced. No patient complications have been reported as a result of this event.